Event description:
Pt presented with right arm weakness and focal seizure. Head CT performed on same day ((B)(6) 2014) showed hemorrhagic stroke in right parietal area. Site reported no clear evidence of infarct on CT scan, all anticoagulation levels were therapeutic, and no clots in the pump for weeks prior to the event. Clinicians stopped all anticoagulation. Two f/u CT sans ((B)(6) 2014) showed no progression of hemorrhagic area. Restarted heparin at lower doze and held all antiplatelets.

Manufacturer narrative:
(B)(4). Berlin heart inc. Is submitting the report on behalf of berlin heart (B)(4). F/u with the site on (B)(4) 2014, clinician noted continued right arm weakness. (B)(4).